Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's power does not turn on and fuse was blown during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the power cannot be turned on was confirmed and the fuse is cut was not confirmed. Updated fields: d8, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: fuse is burnt. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.